Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the connector broke. No patient injury reported.

Manufacturer narrative:
(B)(4). The device history record for lot 14etos was reviewed and no issue that could have contributed to the reported failure were noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and it was observed that bronchial cobb connector was detached from the 22m/15f swivel connector. Dimensional measurements were done on the returned 22m/15f swivel and cobb connector (inner and outer diameter) and the results were within specification. Based on the investigation performed, the reported complaint was confirmed. A CAPA has been opened to address the issue.

Event description:
The customer alleges that the connector broke. No patient injury reported.